Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the pcb00 intraocular lens (iol) was in the injector, a fiber was found inside. No patient contact. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/4/2019, device returned to manufacturer: yes. Device evaluation: the complaint unit was received on 2/4/2019. Plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process were observed. The lens was stuck at the cartridge tube. Something like a fiber can be observed at the cartridge tube. Ftir (fourier transform infrared spectroscopy) analysis from an outside lab indicates that the foreign object is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The reported issue was verified. However, due to the conditions in which the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.